Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this system error occurred during use. The technical service representative (tsr) assisted the home patient (hp) as the hp had an unknown alarm back on initial drain. The tsr reviewed the alarm log which found a system error 2367 and a system error 2240. The tsr explained and assisted the hp to end therapy. The tsr advised the hp to let the nurse know about the alarm and priming while connected. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The problem was not confirmed and the cause was undetermined.